Event description:
Discordant advia centaur troponin ultra results were obtained on samples from two different patients when tested on two instruments. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and no system issues were identified. A minute amount of precipitation was found in the base reservoir and the reservoir and associated lines were purged. The cause for the discordant advia centaur tni ultra results is unknown. No conclusion can be drawn. The instrument is performing within specification.